Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. Root cause: per the contact log, the surgeon indicates, the device did not cause/contribute to event. The patient has macular degeneration. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/09/2011 by fax and mail. A completed questionnaire was received on 05/12/2011. (B)(4).

Event description:
Approximately two years following bilateral intraocular lens (iol) implant surgeries, a consumer reported blurry distance and near vision for "several months" and stated, she cannot see peoples' faces on television. She indicated her eye doctor does not know the reason; there is no cloudiness behind the lenses and new glasses do not help. Additional information was , the consumer has macular degeneration. In his opinion, the device did not cause/contribute to the event. There are two medical device reports associated with these events; this report is for the right eye.